Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia on (B)(6) 2019 with blood glucose over 600 mg/dl and the blood glucose level at the time of incident was 350 mg/dl. The customer was assisted with troubleshooting. The customer did not mention any treatment during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as difficulty breathing, nausea and vomiting. Customer did not alleged insulin pump was under delivering. Customer stated that the auto mode feature was not on. Customer declined to perform a carelink upload. The device will not be returned for analysis.